Manufacturer narrative:
An event regarding a seating/locking issue involving a triathlon insert was reported. The event was confirmed by visual inspection. Method & results: device evaluation and results: the posterior tab and edge of the retaining slot wall on inferior surface of the insert all show damage consistent with the insert having been incorrectly presented to the baseplate during assembly. It would appear that the plastic tabs were pressed against the front end of the metal retaining tabs of the baseplate rather than underneath the metal tabs. The observed damage on the locking wire is indicative of attempted assembly of the insert onto the baseplate. Medical records received and evaluation: not performed as no medical records were provided. Device history review: DHR review for the reported lot was satisfactory. Complaint history review: chr review for the reported lot confirmed that there are no other similar events reported. Conclusions: based on the visual inspection of the returned component, the observed damage on the posterior aspect and inferior edge of the retaining slot wall of the insert is indicative of an obstruction during attempted seating of the insert onto the baseplate. The observed damage on the locking wire is indicative of attempted assembly of the insert onto the baseplate. No further investigation for this event is required at this time.

Event description:
Per sales rep (B)(4) 2016: they were not broken but were both malalligned upon impaction. They were not able to lock in. The surgeon tried three times.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Per sales rep 12/13/2016: the were not broken but were both malalligned upon impaction. They were not able to lock in. The surgeon tried three times.